Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2010 and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent revision surgery on an unspecified date. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿an incision was made in the area of pubic tubercle. A large indirect inguinal hernia sac was identified with a small lipoma of the cord which was ligated. A perfix plug (device 1) was placed and secured with sutures.¿ on (B)(6) 2011 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿an incision was made in the pubic tubercle. A large indirect inguinal hernia sac was identified. A perfix plug (device 2) was placed and secured with sutures.¿ on (B)(6) 2013 ¿ patient was diagnosed with right groin pain thereby underwent open repair with partial explant of perfix plug (device 1). Per op notes, ¿an incision was made in the right groin area of the previous incision. Tremendous amounts of scar tissue and previously placed mesh were noted. The area of pain appeared to be right over the distal area of the piece of mesh (device 1). The portion of mesh causing the pain was dissected and removed. Additional pieces of mesh were left behind as these were not causing pain and incorporated into the tissues. The fascia was closed with sutures."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. A2, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g4, g6, h2, h4, h6, h10 this supplemental emdr represents the bard/davol bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2010 and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent revision surgery on an unspecified date. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.